Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during insertion inadvertent interaction with the anatomy resulted in the reported difficult to advance; however, this cannot be confirmed. Additionally, it is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully deploy the stent resulting in the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the patient experienced a longer hospital stay and the hole was closed by the surgeon after a cut down was performed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction health effect - impact code 4582 was removed.

Event description:
Subsequent to the initially filed reports it was reported that the supera sess could not be inserted correctly and caused a larger hole in the vessel. The hole was closed by the surgeon after a cut down was performed. No additional information was provided.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with did not fully. The 5.5x200 mm supera self expanding stent did not detach from the delivery system during deployment and the stent was removed with the delivery system. Reportedly, the patient experienced a longer hospital stay and there was unspecified care provided by surgeons due to unspecified groin complications. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.